Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to populate the patients after device software upgrade. The pharmacist stated that a field technician was on site and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device that was not populating patients in the department, which prevented users from accessing medications. The customer stated that they retrieved the required medication from another pyxis they could use but this delayed procedure times and there that there was about 1 hour delay in retrieving the medication. The customer confirmed that there was no patient harm, as just upset patients because medication access delayed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device failed to populate patients in the department after device software upgrade last week. Pharmacist stated that a field technician was on site and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device that was not populating patients in the department, which prevented users from accessing medications. The customer stated that they retrieved the required medication from another pyxis they could use but this delayed procedure times and there that there was about 1 hour delay in retrieving the medication. The customer confirmed that there was no patient harm, as just upset patients because medication access delayed. There were no adverse events or injuries reported based on this event.